Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to stress of repeated use, external factors, or handling of the device. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the tracheal intubation fiberscope was buckling. There was no patient or user harm reported. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the coating on the image guide tube was peeling. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation was performed. Dents and peeling on the coating of the connection section of the device's insertion tube were discovered. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the device was worn and aged, and the root cause was likely due to wear from use over time; however, a definitive root cause could not be determined.